Event description:
It was reported a combined off-label mitraclip and triclip procedure was performed to treat grade 3-4 mitral regurgitation (mr) and grade 4 tricuspid regurgitation (tr). The triclip steerable guide catheter (tsgc) was used to deliver a mitraclip to the mitral valve. It was successfully placed, reducing mr to grade 1-2. The tsgc was then retracted from the left atrium to the right atrium so the physician could treat the tr. One triclip was successfully placed reducing tr. It was decided to place another clip to further reduce tr. The clip was positioned in the antero-septal segment, leaflet insertion confirmed in all views as per instructions for use (IFU) and was approved for deployment, however, after completing all deployment steps the clip was still attached to the delivery catheter. Troubleshooting was performed as per IFU and subsequently let to a successful separation. During further analysis of the second clip, a single leaflet device attachment (slda) from the anterior leaflet was noticed. Therefore, it was decided to place an additional clip to stabilize the slda and significantly reduce tr. Due to the procedure the tr improved from grade 4 to grade 1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. Additionally, the reported slda per the physician was related to patient anatomy. Image resolution poor is related to patient and procedural conditions as imaging during the case was reported to be rather challenging due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.